Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is advantage system.

Event description:
Caller reported blood glucose results of 121 mg/dl on aviva system, 249 mg/dl on advantage system within 10 minutes. Caller reported a separate comparison of 106 mg/dl on aviva system, 248 mg/dl on advantage system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.